Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It is reported that during the enduro hinge knee surgery, the trail box does not attach to the femoral. The implant could not be completed. Therefore, the surgeon needed to use a different implant for the procedure. No harm to patient reported. Surgical delay of 30 minutes reported.

Manufacturer narrative:
Investigation: no product is at hand. Conclusion and root cause: no product available and therefore an analysis is not possible. No CAPA is necessary.